Event description:
It was reported that the switch on the 9800 system got stuck and continued to fluoro. Also, in the down position, the lift motor stops working momentarily. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The x-ray switch and 24volt power supply were installed during the service call. The system was tested and found to be working as intended and put back into service.